Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Cable cleaned.

Event description:
During preventive maintenance of the device, the manufacturer's service engineer reported a vent inop data acquisition pcba adc reference failure was noted in the device diagnostic history. There was no previous report of the occurrence and there was no patient harm reported. Vent inop is a high priority condition that precludes safe operation of the ventilator in normal ventilation mode. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. If in use, the patient must be placed on another means of ventilatory support. The service engineer was unable to duplicate the finding. The service engineer reported the contact point of the data acquisition pcb to motor controller pcb cable was cleaned as a precaution to address the finding. Final testing was completed per operating specifications.